Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the heat spacer was deformed which led to blinking of front panel. The date of event is unknown. A supplement report will be submitted if provided. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the front panel of video system center was blinking. There was no patient involvement.